Event description:
This spontaneous report was received on (B)(4) 2010 from a female consumer (age unspecified) reporting on self from canada. On an unspecified date, the consumer started using o.b tampons multi pack for normal menstruation (route: vaginal, lot number, expiration date and frequency unspecified). After an unspecified duration, the string of the tampon came off while removing from body. This report had no adverse event and the action taken with the device was unknown. One opened carton of o.b multipack 40s lot#: 1680m8779 and 13 sealed o.b regular tampons were returned. A visual inspection of the returned sample was performed and no nonconformance or manufacturing defects were observed related to this complaint. No string defects were observed. A review of the complaint data associated with this category found no adverse trends and no trend involving this lot number. Cv team will continue to monitor the complaint trends. This report is considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.